Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient fell causing the right ventricular (rv) lead to be dislodged and had subsequent shock. The rv lead was revised and repositioned without incident. The rv lead remains in service. No additional adverse patient effects were reported.